Event description:
It was reported that three months post implant, it was noted that the right ventricular (rv) passive fixation lead would not stay in place. The patient was too ill to reposition the lead at that time so the patient was treated and the procedure was postponed. One month later, the rv lead was explanted and an active fixation lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that blood was present on electrode - tip electrode and all conductors were distorted.